Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels (500 mg/dl). A bolus delivered via the pump and an insulin injection were used to address the bg level. No issues were identified with the tubing and cartridge. The customer declined to complete troubleshooting with tandem technical support to determine a possible cause of the high bg.